Event description:
Boston scientific received information that at a routine follow up, increased pacing thresholds were noted on the right atrial lead and this left ventricular lead due to a suspected lead dislodgement. A revision procedure was performed revise the two leads. The right atrial lead was repositioned successfully, however this left ventricular lead was fully explanted and replaced. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.